Manufacturer narrative:
The reported events were helix would not retract and dislodgement. A complete lead was returned in one piece for analysis. The reported event of helix would not retract was confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Upon review, it was discovered that the right ventricular lead exhibited loss of capture and decreased sensing; the lead had dislodged. The lead was attempted to be repositioned but was ultimately removed and replaced as the helix would not retract. The patient was stable before, during, and after the procedure.